Event description:
It is reported that the patient is experiencing thigh pain.

Manufacturer narrative:
Operative notes have been provided which were unremarkable. Office visit notes from (B)(6)2013 state that the patient does not have a history of injury, and that the pain began 6 months ago, went away, and then came back. The pain hurts more if he has been up on the hip for a while. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened.